Event description:
Day of the event is unknown. In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip did not close and detach in the mucous membrane. The clip was retrieved with a 'polyp basket". Patient is "good".